Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found dried serum in tip clamp sleeve in the problem area. Customer is not performing the collet cleaning procedure. The tip clamp sleeves were cleaned. Five (5) lld contact springs were replaced. The instrument was tested without further problem and returned to service.